Event description:
Additional information received clarified that the manufacturer's representative had been present at the initial implant "and that was it." The surgery was unremarkable and went smoothly per the manufacturer's representative, and he was unsure what the patient was talking about.

Event description:
It was reported that during a pump implant procedure on (B)(6) 2015 ¿they lost me in the room that night. I stopped responding.¿ the patient stated that the healthcare professional (hcp) put the pump at the lowest setting. The patient stated that a manufacturer¿s representative was present at the surgery. The hcp had "no idea the patient was having any issues" and was unable to provide any details regarding the reported event. The patient was in on (B)(6) 2015 for a dose adjustment. The pump was used to infuse dilaudid, not morphine. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).